Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that the burr was stuck in lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus was selected for use. During procedure, at fifth ablation, it was noted that the burr became stuck in lesion. The drive shaft was pulled and removed with the rotawire. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the procedure was performed to treat a non boston scientific stent restenosis of the left anterior descending artery. The stent was deployed a week before the procedure. During fifth ablation with the rotaburr 1.25mm, it was stuck on the lesion. After bailout of the 1.25mm rotaburr, ablation was continued with 1.5mm rotaburr; but it also got stuck on the lesion. The bailout method was to cut the shaft of rotaburr and insert the guide extension catheter over the rotaburr to release the stuck. The rotaburrs were pulled out. The physicians opinion was that the stent restenosis lesion was caused by a poorly expanded stent and it was necessary to ablate the stent. It is probable that the cause of the stuck was the stent ablating and strong pressing of the rotaburr against the lesion.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr was stuck in lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus was selected for use. During procedure, at fifth ablation, it was noted that the burr became stuck in lesion. The drive shaft was pulled and removed with the rotawire. The procedure was completed with another of the same device. There were no patient complications reported.